Event description:
It was reported that a 43-year-old african american female who underwent a primary breast augmentation with a mentor memorygel, 700cc silicone breast implant experienced left sided capsular contracture grade iii-IV, and bilateral ptosis post procedure. A physical examination confirmed the issue. As a result, patient underwent bilateral capsulectomy, bilateral mastopexy, and bilateral replacements as follow: l) cat#:3508004bc / sn#:(B)(4)) cat#:350 8004bc / sn#:(B)(4) on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on august 19, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 700cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 7696134 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).